Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) the valve was returned via the return kit. The valve was submerged in an unknown liquid. Summary: first, we performed a visual inspection of the valve. The investigation results show that housing is deformed. The investigation of the parallelism could confirm the deformation. Next, we tested the permeability. The investigation has shown that the valve was not permeable. As a next step of our investigation we tried to adjust the valve from 0 cmh2o up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was not possible to adjust the progav valve. The analysis of the brake showed its function is damaged. As a final examination we decided to dismantle the valve. Inside the valve we found visible deposits of protein that may have caused the assumed underdrainage. Whether the found deposits have affected the adjustability, we cannot investigate retroactively. Rather, we suspect that the deformation of the housing surface and in connection therewith the brake failure is the cause of the non-adjustment of the valve. When adjusting a valve a moderate force with the adjustment tool is sufficient. It is important to position the adjustment tool in the center of the valve. Normally not very much power is necessary to adjust. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav valve was difficult to adjust/set postoperatively. The patient was originally implanted on an unspecified date. Tlhe valve was explanted and returned to the manufacturer for evaluation. The event date was noted as (B)(6) 2016. Further details were not provided. . Height: 160 cm.